Event description:
It was reported that the device tip broke during a abdominal myomectomy and was tip retrieved. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 05/16/2008. Information anticipated, but unavailable at this time.